Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina, silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was 40 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and followed by the placement of 2.50 mm x 32 mm overlapped with 2.75 mm x 16 mm synergy stent systems with residual stenosis of 0%. Post-dilatation was not performed. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject died, and the primary cause of death is unknown. At the time of event, the subject was on clopidogrel and other antiplatelet medication. There was no action was taken to treat the event, and it is unknown if an autopsy was performed or not.

Manufacturer narrative:
B2: date of death: used (B)(6) 2023, as the exact death date was unknown.